Event description:
The pt underwent a trial procedure on (B)(6) 2012. Post-op, the pt was unable to receive adequate coverage. An impedance check was performed and revealed low impedance on one contact. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.